Event description:
It was reported that post-op a colon procedure, the patient returned for bleeding on the mesentery. It is unknown how it was corrected. The patient is currently stable. In the original procedure, the disposable device was used with gen11. The device was discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.

Manufacturer narrative:
(B)(4). Product code change.

Manufacturer narrative:
(B)(4).